Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a damaged trace on the rear response button cable. Additionally, during pulse testing the monitor delivered a monophasic pulse. The root cause for the damaged trace in the response button cable could not be positively identified. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had defective response buttons.